Event description:
The user facility reported a leak from their century sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and identified that the cause of the leak was due to a worn drain funnel. The technician replaced the drain funnel, tested the sterilizer and confirmed the unit was operating to specification. The unit was installed in (B)(4) 2010 and is currently under steris service contract. The last preventative maintenance was performed on (B)(4) 2014 at which time the unit was confirmed to be operating to specification.